Manufacturer narrative:
(B)(4).

Event description:
The patient came into the clinic following a vibratory alert. The device was found in backup vvi mode. The device was reprogrammed to resolve the issue. The patient is well.